Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an inaccurate flow rate. The drip rate was estimated to be 33 drops per minute due to an infusion rate of 200ml/hr. The actual drop rate was 27 per minute. Additionally, the volume to be infused on the pump read 85ml when there was only 50ml remaining in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information was added to g2 (add source), h6 (update codes), h11. H11: a review of the event history log showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.